Event description:
Clinical research associate reported that there had been problems with the target device.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.